Event description:
It was reported that, pt complains of pain along the thigh and muscles since the surgery. Pt is following up with her surgeon and will be having blood work to determine the cause of her symptoms. It was further reported that dr. Leone did a revision on a pt's right hip on (B)(6) 2012 because the pt was experiencing pain. Primary surgery was originally done on (B)(6)2011.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.